Manufacturer narrative:
Medwatch sent to the FDA on 05/02/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported adverse events as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. - abdominal or back pain, either steady or cyclic. -balloon deflation and subsequent removal.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained about frequent abdominal pain and persistent vomiting. It was performed eda and confirmed hyperinsuflated balloon and with signs of leakage through the valve." Device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed which noted the balloon shell and valve to be discolored, as they were blue in appearance. Yellow particulate matter was noted on the outer surface of the center patch and valve. Black particulate matter was noted on the inner and outer surfaces of the shell. A sample fill tube was used for device testing, and a valve test was performed. When di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from an opening near the radius of the device. Under microscopic analysis, this opening was noted to have striated edges, consistent with damage from a removal tool. Blue particles was noted in the valve channel.